Event description:
During an embolization of a vein of galen aneurysm, the catheter was placed in the right anterior cerebral artery. During onyx injection, it was reported the physician noted onyx was present in the artery. The catheter was removed and found ruptured. No complications were reported with the patient as a resulted of this event.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation, as it is being held at the hospital.